Manufacturer narrative:
The customer reported that the cns (central monitoring system) display image is shaky/vibrating. Instructed customer to remove the cable, video card and reinsert after restarting. Customer reports problem is still present. Customer called back to report the cns now has a blue screen. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Both of the hard drives were replaced and the device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) display image is shaky/vibrating. Instructed customer to remove the cable, video card and reinsert after restarting. Customer reports problem is still present. Customer called back to report the cns now has a blue screen.